Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having low blood glucose of 44 mg/dl due to over estimating for dinner. Customer needed assistance with bolus wizard. Customer drank energy drink and blood glucose rose to 104 mg/dl. Customer was educated on bolus wizard.